Event description:
It was reported that the procedure was to treat a left anterior descending artery (lad) and right coronary artery (rca). A balance middleweight guide wire was used for pre-dilatation and to deploy a stent in the lad. It was moved to the rca and pre-dilatation was performed. The balloon catheter was removed and an unknown stent delivery system (sds) was advanced over the guide wire; however, there was resistance between the guide wire and sds and the sds was removed. A second unknown sds was advance, but it also got stuck at the same location as the first sds and the two devices were removed together. Outside the anatomy the guide wire could not be removed from the catheter. The procedure was successfully completed with a new sds and guide wire. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.